Event description:
A (B)(6) male pt underwent evar with general anesthesia on (B)(6) 2010. The pt's anatomy was not suitable for endovascular repair since the length of the proximal neck was 10mm. Final angiography revealed a distal type I endoleak from the right iliac leg. Ballooning was performed to secure the iliac leg and resolved the endoleak. Angiography from the sheath at right side was performed, and it revealed right common iliac artery was ruptured. Right internal iliac artery was embolized with coils and an additional iliac leg was extended into external iliac artery. The distal type I endoleak and the rupture of the right common iliac artery were resolved. The pt is fine.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. The complaint device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr. Introducer sheath. The IFU provides recommendations for proper selection of graft size based on pt specific vessel diameter. Each coda balloon is shipped with an IFU (t_coda) listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Without additional info and imaging it is difficult to determine how the complaint device may have contributed to the event. The vessel damage was detected after ballooning. The vessel was likely damaged during ballooning. The coda IFU addresses this hazardous situation in the warnings section and has a caution note in the directions for inflation by stating that the balloon radiopaque markers should remain within the prosthesis during inflation. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.